Manufacturer narrative:
Concomitant medical product: product ID 37754 lot# serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37754, serial/lot #: (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that there was something going on with the patient¿s recharger that the patient felt was out of the ordinary. It was unclear what the patient was referring to. The rep reported that the issue had to do with the ¿blocks¿ but noted that the patient could get and maintain full signal of 8 boxes, the blinking thing which was the flashing battery of which she could get to full and something taking ¿10 minutes.¿ the rep didn¿t know exactly what the issue had to do with any of these things or how they were tied together. The rep reported that since the patient was able to use her ins and recharge to full at will, he asked her to call him immediately should she become unable to recharge. No further complications were reported. On (B)(6) 2018 additional information was received from the patient. It was reported that the issue was bad battery inside body. The circumstances that led to it were low battery charge. Steps taken to resolve the issue was planning an operation to replace battery. The issue was not resolved at the time of the event. No further complications were reported/anticipated.